Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon serial number and implant date provided by the physician's office, the connector type is assumed to be a taper I. The physician's office was asked to return the product for analysis upon explantation. Upon receipt, visual examination may confirm or determine another connector type associated with this report. Inamed has not yet received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: deflation of the band may occur due to leakage from the band, the port or the connector tubing.

Event description:
Event reported as a leak at port site.